Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 9 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient exhibited clinical signs of acute hemolysis: increased lactate dehydrogenase (ldh) and plasma free hemoglobin, and blood in their urine. The patient was given heparin infusion. The pump was exchanged on (B)(6) 2017.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft and the outflow graft bend relief were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed a small, pink deposition between the outlet bearing ball and one of the stator blades. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although its origin and the duration of time for which it was present in the pump cannot be conclusively determined, the absence of contact marks at the distal end of the rotor suggests that this deposition was not likely present within the pump for an extended period of time. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the reported hemolysis. The remaining blood-contacting surfaces were free from any adhered thrombus formations and depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.